Event description:
It was reported that the device broke during preparation. There was no patient involvement.

Event description:
It was reported that the device broke during preparation. There was no patient involvement.

Manufacturer narrative:
Additional information from the user facility stated that insheathe wetting was not performed in accordance with the directions for use.

Manufacturer narrative:
Additional information was received stating that the subject device had been inspected and the coil was attached to the delivery wire and it was not broken as initially reported. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.